Manufacturer narrative:
Analysis found the sensing coil fractured close to the crimp sleeve to the connector ring. A fracture like this may cause noise signals resulting in inappropriate shocks as the connector ring crimp sleeve was exposed outside the connector bore. The sensing coil has been exposed to increased accelerated fatigue.

Event description:
It was reported that the patient presented to the hospital due to inappropriate therapy resulting from lead noise. The lead was removed and replaced.